Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear in cusp 1, and fibrous pannus ingrowth on the inflow surface of cusp 2. Special stains were negative for organisms, and no significant calcifications were present. There was no evidence found to suggest the cause of the pannus formation and cuspal tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the pannus formation and cuspal tear remains unknown.

Event description:
The valve was explanted due to regurgitation seen on echocardiogram. At explant, the surgeon noted pannus formation around the sewing cuff as well as a tear/perforation in the cusp tissue towards the top of one stent post. A 27mm sjm biocor mitral valve was implanted and the patient was recovering.

Manufacturer narrative:
(B)(4).